Event description:
A fiberoptic bronchoscope was being performed on an out-patient. The pulmonologist took three biopsies with a co's disposable pulmonary alligator biopsy forcep under the direction of fluorosocpy. Three biopsies were successfully obtained. A fourth specimen was needed and the biopsy forceps was inserted into the scope, forcep opened, closed and during the process of removing the forceps, the physician and radiology tech noticed the biopsy cup from the forceps remained in the pt. The distal cup from one side of the forceps was missing. The procedure was discontinued, the pt was admitted for observation and add'l tests; including a CT scan and antibiotic therapy. Pt discharged 10-14 days of add'l antibiotic therapy and will be reevaluated in 14 days.